Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-11-30 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-11-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the ventricular assist device (vad) the patient had low flows and abnormally low power. On review of an echocardiogram, it was thought the controller was underestimating the flow. The implanting physician decided to perform a controller exchange. Upon the exchange, they noted blood in the controller and driveline connector. The controller was inspected, and blood was seen on the inner walls, but not on the pins. It was determined that the patient had low volume and competing extracorporeal membrane oxygenation (ECMO) flow. Five days later, the ECMO was removed and the vad parameters appeared normal; however, there were still low flows. Pannus was visualized on the echocardiogram. The vad was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination on the pump connector before the o-ring seal. As a result, the reported contamination event was confirmed. The reported low flow event was confirmed via log file analysis, which revealed 9 low flow alarms recorded since (B)(6) 2018. The reported flow estimation error event could not be confirmed. Of note, it was reported that an echocardiogram revealed a pannus which likely contributed to the low flows observed in the log files; this might have been perceived by the customer as the controller underestimating the flow. Based on the historical review of similar events, the most probable root cause of the contamination within the controller driveline connector may be attributed to design/user related issues. Based on the available information and risk documentation, possible root causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling. Additional products: controller/ (B)(4). If information is provided in the future, a supplemental report will be issued.